Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer's blood glucose was 437mg/dl at the time of incident. The customer reported that she keeps having air bubbles in her reservoir. Approximate size of air bubbles is big air bubbles. Air bubbles were noticed by customer during therapy on top of the reservoir . Reviewed best practices for handling insulin for reservoir fill. Reviewed the fill reservoir technique. Customer was advised on how to remove air bubbles. The insulin pump will not be returned for analysis.